Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a spinal surgical procedure using rhbmp-2. It was reported that the patient sustained unspecified injuries sometime post-op.

Manufacturer narrative:
Two quantity of the product was used in the procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2004: the patient underwent posterior lumbar fusion at l4-s1 in which rhbmp2/acs was used.